Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis surgery due to an impending distal tip erosion through the penis glans. The cylinder was removed. The physician believes the patient has poor tissue, which led to the impending distal tip erosion. There were no further patient complications.